Manufacturer narrative:
The t:slim x2 basal iq user guide states: always confirm that the decimal point placement is correct when entering your personal profile information. Incorrect decimal point placement can prevent you from getting the proper insulin amount that your healthcare provider has prescribed for you. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the personal profile settings were entered into the pump incorrectly. There was no reported adverse impact to the customer. Contact declined to provide additional specific information.